Manufacturer narrative:
The product ws not returned for evaluation. We are unable to confirm the reported needle mechanism failure (to retract), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached over 250 mg/dl less than 24 hours after the pod was activated and she noticed the needle never retracted back into the pod.